Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer had experienced low blood glucose of 30 mg/dl and 40 mg/dl. Customer's blood glucose at time of call was 179 mg/dl. During troubleshooting, customer was assisted in performing the displacement test, the test passed. After troubleshooting, found the amount of insulin in the reservoir is different than the amount on the status screen, off by 20 units. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.